Event description:
N/a.

Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h6(type of investigation, investigation findings, component code, conclusion),h11. Corrected fields: h6(medical device problem code). A getinge field service engineer (fse) performed battery maintenance. After 32 min unit shuts off. As per service manual replaced both batteries. Device passed all performance and safety tests according to factory specifications. Unit cleared for use.

Event description:
It was reported by customer during use that the cardiosave intra-aortic balloon pump (iabp) unit battery died during patient transport. There was patient involved but no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.